Event description:
It was reported that the device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on. Physio replaced the therapy pcb assembly and observed proper device operation through functional performance testing the device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the malfunction to be a crystal oscillator, designator y2.